Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k #k180700 and UDI # (B)(4) was cleared in the united states. Although it is unknown whether the reported product caused or contributed to pneumonia, we are filling this MDR for notification pur pose. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: compression fracture levels implanted: l3 it was reported that on (B)(6) 2019, the patient underwent kyphoplasty. On (B)(6) 2019, post-op, x-ray was performed for postoperative pneumonia. The shadow, that was considered to be cement, was confirmed on the lung and out of vertebral body. No other patient complications were reported; hence, there is no plan for re-operation.

Manufacturer narrative:
X-ray review results: post-operative CT, x-ray and chest CT shows extravasation of cement with embolization to the right lung. This is a known complication of vertebroplasty/kyphoplasty. If information is provided in the future, a supplemental report will be issued.